Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic console stopped working in the middle of the surgery by exhibiting fluids unavailable. The balanced salt solution bag was inspected, and it was more than 200 milliliters. The cassette was changed and even the console was not responding. The surgery was completed using another console. The details of the patient impact was not reported.

Manufacturer narrative:
Corrected information was provided in b2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event the system stopped middle of the case due to the fluidics system message that appeared is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).